Event description:
Acl advance coagulation analyzer did not flag an erroneous prothrombin time (pt) result. The pt reagent in use was hemosil recombiplastin [510(k) no. K041381]. In this rare occurrence, the acquistion time (standard and/or extended) did not allow sufficient time to acquire data and therefore, the baseline noise met the criteria to define the clot point. A review of the clot curve printout for this result showed it to be clearly abnormal. Note: to our knowledge, patient therapy was not altered as a result of this occurrence.

Manufacturer narrative:
H3: the printout of the clot curve from the acl advance for the patient sample result in question was obtained from the site and reviewed internally. H6: an internal investigation concluded that the parameter application for hemosil recombiplastin on the acl futura and acl advance need to be refined to extend the acquistion time to define the clot point of samples with very high inr values (above the therapeutic range). H7: interim corrective action (may 2005): an "urgent product notification" was distributed, advising customers to review the pt curve for any patient on anticoagulant treatment who reports a low result inconsistent with the patient condition or therapy. Long-term (july 2005): the testing of the refined parameters with the extended acquistion time for hemosil recombiplastin on the acl advance is complete. The release of the parameters is expected the week of july 18 and the mandatory upgrade will be tracked in the field to a 100% response rate. This regulatory action was notified into the local FDA office.